Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that alarmed during the fill 2 of 5 and the screen went blank. The patient tried rebooting the cycler, pressed the ok and stop keys, and touched the touch screen; however, the blank screen issue persisted. The ok and stop keys lit up, but the screen remained blank. The ts representative advised to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient was also advised to notify their pd registered nurse (pdrn) of the replacement. The patient confirmed they had continuous ambulatory peritoneal dialysis (capd) supplies and were trained on performing pd therapy without the cycler. They said they would use capd supplies to complete pd therapy manually. Additional information was requested, however, to date a response has not been received. The cycler was returned to the manufacturer for physical evaluation. Upon evaluation of the cycler by the manufacturer, a short was identified on the transformer of the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that alarmed during the fill 2 of 5 and the screen went blank. The patient tried rebooting the cycler, pressed the ok and stop keys, and touched the touch screen; however, the blank screen issue persisted. The ok and stop keys lit up, but the screen remained blank. The ts representative advised to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient was also advised to notify their pd registered nurse (pdrn) of the replacement. The patient confirmed they had continuous ambulatory peritoneal dialysis (capd) supplies and were trained on performing pd therapy without the cycler. They said they would use capd supplies to complete pd therapy manually. Additional information was requested, however, to date a response has not been received. The cycler was returned to the manufacturer for physical evaluation. Upon evaluation of the cycler by the manufacturer, a short was identified on the transformer of the inverter board.